Event description:
The report received from our affiliate indicates that during a stenting procedure in a calcified right sfa, the deployed stent length was longer than indicated on the labeling. The expanded length of the stent was noted to 147 mm radiographically for a 120mm length stent. The approach was from the left femoral artery via cross-over to the right side. The lesion was 70 to 80% stenosed, and was pre-dilated with a 5 x 80mm balloon at 12 atmospheres of pressure (note length of treated area versus length of pre-dilatation balloon). The percent stenosis after pre-dilatation was noted to be 50-60%. The affiliate further indicates that the treated area consisted to multiple lesions, and that longitudinal force may have been applied during deployment of the stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.